Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received compromised force sensor system alarm. Customer¿s current blood glucose level is 179mg/dl. Customer stated that the drive support cap was flush. Customer was assisted with troubleshooting an was advised that to discontinue use of the pump and revert to back up plan per healthcare professional¿s instructions. Insulin pump will be returned for analysis and replacement pump will be sent.

Manufacturer narrative:
The device passed self test and displacement test. However, device alarmed motor error during basic occlusion test and unable to prime during prime test due to loose and flush drive support disk. We were unable to verify prime alarms or perform occlusion test and excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed. The device was received with cracked case at the battery tube threads, missing end cap sticker, minor scratched display window and scratch case.